Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drops were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that occlusion alarms occurred. The customer reverted to an alternate method in insulin therapy. Customer's blood glucose was above 300 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.